Event description:
A customer reported that even though the system made an abnormal sound during the priming process, the system passed the prime. During the procedure, the customer noticed the system did not perform normally. The customer reprimed the system with no change. The customer exchanged the cassette and completed the procedure with no harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).